Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
X-ray photo showed distal coil at the connector pin was over torqued, but no fractured observed. Visual inspection noted an insulation abrasion at 51.0cm from the connector pin, etfe cables inside were not abraded. The insulation abrasion is consistent with lead friction to another device. (B) (4) failure (event) observed during analysis.